Manufacturer narrative:
The evaluation found the following: - pre-repair temperature test result in degree fahrenheit: rear : 87.9f, middle : 197.4f, nose : 165.3f; cause: nose section, middle sections are found faulty and are need to be replaced. The evaluation goes on to note that multiple internal components including the bearings were replaced due to corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while drilling the "nose tip end" is overheating. There were no injuries reported as a result of this event. Communications have confirmed that the handpiece heated up after a time length of greater than 1 minute.